Event description:
Patient reported capsular contracture - baker grade ii. MRI identified, "some wall folds, peri-prosthetic fluid layer... Lymph nodes of a likely reactive appearance in the bilateral axillary area and probable cystic appearance of 5 mm in the right superinner quadrant", device has been explanted and replaced. This relates to the right side

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture, crease/folding of implant, cyst(s), lymphadenopathy and seroma-late was requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Crease/folding of implant: not observed. Cyst(s): unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed

Manufacturer narrative:
The events of "seroma and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture baker grade ii and lymphadenopathy.

Event description:
Patient reported capsular contracture - baker grade ii. MRI identified, "some wall folds, peri-prosthetic fluid layer... Lymph nodes of a likely reactive appearance in the bilateral axillary area and probable cystic appearance of 5 mm in the right superinner quadrant," device has been explanted and replaced. This relates to the right side.